Event description:
It was reported that during a pre-use check on the portex endotracheal tube, the customer noticed air leaked from the cuff. Also, the cuff was unable to be inflated. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One portex endotracheal tube was returned for analysis in used condition. No discrepancies were found upon visual inspection. Functional testing was performed by inflating the syringe; leakage was observed coming from the seal in the cuff. Relevant documents were reviewed and deemed adequate. An audit of the production floor was performed by reviewing line clearance, training records and relevant procedures; all deemed adequate. Thirty two samples were reviewed for tracheal manual flow line during manufacturing process; no discrepancies or leaks were found. Based on the evidence the complaint was confirmed. The root cause was found to be from manufacturing in that the production personnel did not follow the inspection instructions or the instructions are not clear in the welding process.